Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an undefined cartridge alarm occurred, causing the customer to experience an elevated blood glucose (bg) level of over 500 mg/dl. Customer treated the elevated bg level with a manual injection. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.